Event description:
Pt reports that the mash had "pulled away" following lichtenstein hernia reduction surgery performed in 1994, resulting in a recurrent direct inguinal hernia. Pt required subsequent reoperation for recurrent h ernia.